Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia which transitioned to ventricular fibrillation (vf). It was further reported that the right ventricular (rv) lead exhibited intermittent high thresholds, varying thresholds, a sensing issue and loss of capture. It was also reported that the right atrial (ra) lead exhibited possible over-sensing. The patient was successfully externally defibrillated. The rv lead was explanted and replaced. The ra lead remains in use. No further patient complications have been reported as a result of this event.